Event description:
The patient experienced a lack of therapeutic effect and pain at the device site after having a magnetic resonance imaging scan (MRI). The patient was hospitalized for 8 days and had her chest scanned. The device was on prior to the MRI. The patient was told by her physician that the device had flipped. The patient was re-directed to her physician. Additional information from her physician was requested.

Manufacturer narrative:
(B)(4).